Event description:
Edwards received information that this surgical valve had a transcatheter valve implanted (valve-in-valve) after an implant duration of five (5) years, two (2) months. The reason for re-operation was due to degeneration leading to stenosis. The 23mm transcatheter valve was implanted with good results. No additional details provided.

Manufacturer narrative:
The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.